Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test due to moisture damage in the force sensor resistor. The pump passed displacement and rewind tests. There was no rewind anomaly. The pump had cracked reservoir tube lip and cracked case near display window corners.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 196 mg/dl at the time of incident. The customer stated that they were changing the insulin when the pump stopped priming and the insulin started spilling out. The customer was able to complete priming during troubleshooting. The customer stated that they tried to put new batteries but it alarmed compromised force sensor system. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.